Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: cs-cpl-2018-01183. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the tool jaws. Microscopic inspection showed charred tissues on the jaws. It was also observed that the heater wire on the hot jaw was flexed away but remained attached to the tip and base of the hot jaw. The silicone boot appeared intact with no sign of cracks nor peeling. A mechanical inspection was conducted. A mechanical evaluation was performed. To simulate insertion of the tool into the cannula, a reference cannula was used. Following the IFU (instructions for use), the harvesting tool was inserted into the cannula via the tool adaptor port. The tool went into the cannula with no difficulty. The tool was then retracted. No difficulty was observed as well. This evaluation was conducted by a 2nd complaint analyst. The results were the same. The harvesting tool went through the cannula without difficulty. Based on the returned condition of the device and the evaluation results, the reported failure "fitting problem" was not confirmed. The analyzed failure "material twisted/bent" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. Clinician was unable to advance hemopro shears in the product cannula. Clinician states the hemopro shears were inserted into the hemopro cannula device before the 7mm extended length endoscope. The shears would no longer advance further into the cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. Clinician was unable to advance hemopro shears in the product cannula. Clinician states the hemopro shears were inserted into the hemopro cannula device before the 7mm extended length endoscope. The shears would no longer advance further into the cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects.